Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device returned to mentor was stated not to be the impacted product, but rather the concomitant product. Mentor could not decipher this through the product investigation because the impacted product was an unknown mentor saline device, and the returned product was an unknown mentor saline device with no lot number. The information contained in the device evaluation summary submitted in a supplemental report on (B)(6) 2019 does not belong to the impacted product. The physician's office has clarified that the infected device was removed in discarded in an emergency procedure. The concomitant device was removed in a different procedure and was sent to mentor for warranty purposes. Section h has been updated to indicate that the complaint device has been discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: infection/deflation/extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation and infection post procedure. The patient also had an open wound under the nipple, above inframammary fold, that would heal and reopen for about a month before seeing the doctor. The deflated implant eroded through the skin of the implant indicating extrusion. The patient was treated with antibiotics, and the results are unknown. On (B)(6) 2019 the patient had removal without replacement. On (B)(6) 2019 the patient had bilateral replacement with mentor implants.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/2/2019. Device evaluation summary: according to the information received, it was reported a patient experienced deflation, developed wound infection, necrosis, and device extrusion. The device was visually inspected and no apparent damage was found. Leak testing was performed and no leak sites were detected. No anomalies were discovered. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Excessive inflation of the device may also result in tissue necrosis and thrombosis. Subsequent exposure and/or extrusion of the implant may occur. As indicated in the mentor product insert data sheet, the use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Factors associated with increased necrosis include infection, undue tension of the tissue covering the implant, inadequate tissue thickness inhibiting circulation, trauma to the tissue during surgical procedures, use of steroids in the surgical pocket, smoking, chemotherapy, microwave diathermy, radiation and excessive heat or cold therapy. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. It should be also noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer reference number: (B)(4).